Event description:
Seam of drape found open after start of procedure.

Manufacturer narrative:
After the start of c-section procedure, the seam of the drape across the pt's chest was found to be open. Additional antibiotics were prescribed prophylactically post operatively. The sample was not returned for eval. No root cause has been identified. It is not known if customer error played a role in the incident. This facility reported another incident with this drape for this issue but we have had no other similar complaints reported to us regarding this drape. Due to the reported incident and in an abundance of caution, this medwatch is being filed.